Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the device was not activated. The second device was used but the same event continued. Another third device was used to complete the case. There were no adverse consequences to the patient.